Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was bleeding from the esophageal from the endotracheal tube and suspected gastrointestinal bleed. Heparin was held and the patient continued on support.